Event description:
It was reported that when the device was connected to the generator a faulty device error message was displayed. The procedure could not be performed. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device was returned in good condition without log files. The device was connected to the lab generator c2-3516 where it performed prime, pretreatment and 5 full treatments without any issues. The temperatures, pressures and rf frequency were monitored but no abnormalities were observed. Labeling review did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, an evaluation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that when the device was connected to the generator a faulty device error message was displayed. The procedure could not be performed. There was no reported clinical consequence to the patient.